Event description:
A customer reported receiving a ¿please wait 10 minutes¿ error message with the adc device and as a result, the customer was unable to obtain sensor readings. The customer indicated that they became "stunned" and was unable to self-treat, requiring glucagon from a healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product was returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug assembly was inspected, no failure mode observed. Simvivo test was performed and all results were within specification. Issue is not confirmed. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All results were within specification. No malfunction or product deficiency was identified.